Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with four proglide devices using the pre-close technique via a 6f sheath prior to a watchman interventional procedure. Reportedly, the suture of the first proglide device was successfully preplaced. A second proglide device was attempted; however, no suture was present when the plunger was removed. The suture of a third proglide device was successfully pre-placed. The sheath was upsized to a 14f and the watchman procedure was completed. Knot advancement was performed with the successfully pre-placed sutures; however, hemostasis was not achieved, pulsatile blood flow was observed. The suture of a fourth proglide device was successfully deployed and the knot advanced but continuous bleeding was still observed. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The patient has been followed on an outpatient basis for evaluation and eliquis titration. Reportedly, a few days after going home, the patient began oozing at the access site when the patient caught her mother who was about to fall. The physician and fellow were unable to tell where the oozing originated. Absorbable sutures were placed at the skin opening, steristrips were placed and an antibiotic was prescribed to prevent superficial infection. No additional information was provided.